Event description:
The user facility reported a piece of the plastic distal end cover of evis exera iii bronchovideoscope fell into the 71 year-old male patient's lung during a therapeutic bronchoscopy with cryotherapy for debulking and saline lavage. This occurred immediately after intubation of the endoscope through the endotrachial tube. No patient injury or harm was alleged. The physician used suction to retrieve the piece. Procedure was completed with the same device, and there was no reported prolongment of the procedure.